Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum pf cup pn: us157858 ln: 313460, m2a-magnum taper body pn: 139266 ln: 105530, m2a-magnum modular head pn: 157452 ln: 868250. Customer has indicated that the product will not be returned to zimmer biomet, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately six years post-implantation due to pain, stem loosening and subsidence, elevated metal ion levels and metallosis. During the procedure, hip fluid was encountered upon opening of the capsule and stem was found to be grossly loose. Stem and head were removed. An active articulation bearing, ceramic head and stem were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Surgical notes were not provided, but the legal document reported that during surgery, the doctor noted toxic levels of cobalt and chromium and significant amounts of metallosis. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.